Manufacturer narrative:
A ge service representative performed an on site investigation. The beam was aligned and the camera was calibrated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9900 system had a collimator too large error. Also the camera would not rotate correctly and the beam was out of alignment. No patient injury was reported.